Manufacturer narrative:
.

Event description:
Programming history database periodic review was performed. A programming anomaly was identified. On (B)(6) 2006, the device was interrogated, and no diagnostics were observed. On the next recorded visit on (B)(6) 2006, the first interrogation the settings at unintended parameter, and the settings were indicative of a faulted system diagnostic test occurring sometime between the two visits. The settings were corrected on (B)(6) 2006.